Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an open hepatectomy, surgeon used mcm20 to clip some vessels. Each time he tried clipping a vessel, liver parenchyma was hurt which resulted in bleeding. Surgeon switched to competitor's device which did not show some negative result. Unfortunately, instrument was disposed off so that it is impossible to say if there was a malfunction. Surgery was successfully completed and it was reported that there was no patient consequence.